Event description:
The patient presented with gross hematuria and was admitted to the hospital in 2008. Rms stent removed the following month, and another plastic stent placed. The erosion was not visible on cystoscopy. Over the next several days she had numerous events where her urine turned very bloody and bright red and then would clear. This was consistent with intermittent vigorous arterial bleeding. The CT scan showed the metallic stent in direct contact with the calcified portion of the iliac artery. The facility concluded she had an iliac ureteral fistula. The patient also had on going problems from a colo-vaginal fistula. This plus the possibility of a urine leak lead to septic shock and the patient passed away before they could occlude the fistula. The problem was discovered or identified over several days starting on the same day. The patient died three days later. The cause of the patients death was septic shock.

Manufacturer narrative:
The device involved in this complaint report was not returned to cook for evaluation as it was not available to be returned from the facility. As the device was not returned for evaluation the customer complaint could not be confirmed and the cause could not be conclusively determined. However, we can provide the following comment: the patient was a bladder cancer patient with a resonance stent in place for around 8 months. After approximately 8 months the stent "eroded" into the vessels. She presented with gross hematuria. The patient had the stent removed in 2008, and had another plastic stent placed. The patient died three days later, of sepsis. The instructions for use indicate that the patient should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. The CT scan showed the metalic stent in direct contact with the calcified portion of the iliac artery. The erosion in this case was not visible on cystoscopy and the patient was not using calcium supplements. The instructions for use also indicate that these stents are 'not intended for permanent indwelling. The stents must not remain in dwelling more than twelve (12) months. If the patient's status permits, the stent may be replaced with a new stent'. 'The use of the device should be based upon consideration of risk-benefit factors as they apply to your patient'. As the lot number of the device is unknown, it was not possible to review the manufacturing records for the affected device. We were unable to conduct a sample test from this lot because the lot number was unknown. A 2 year complaint history has been reviewed for this product family. There have been no other reports of this nature. This event represents an isolated occurrence. The likelihood of this type of occurrence is rare. However, complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.